Event description:
It was reported the patient received the following results within 15 minutes: hi (= higher than the measurement range of the meter) and 124 mg/dl. On a different date the customer tested 496 mg/dl and 165 mg/dl and on a third date the customer tested hi (= higher than the measurement range of the meter) and 114 mg/dl within 15 minutes. Same lot was used.